Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis. The patient was in the hospital, for an unspecified surgery, when they were diagnosed with peritonitis. The treatment information was unknown. At the time of this report, the patient had not yet recovered from the peritonitis and was still hospitalized.